Event description:
Customer reported that paramedics were called to treat low blood glucose. The paramedics treated customer with glucose paste. The current blood glucose reading is 164 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.